Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the t:lock. Customer secured the connection to resolve the issue. The customer's blood glucose was ¿high¿ on continuous glucose monitoring. Customer gave a correction bolus via the pump to address the bg. It was also reported that the pump touchscreen was glitching. Reportedly, customer continued to use the pump for insulin therapy.